Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and non-calcified popliteal artery. A 4mm x 40mm x 146cm coyote? Es balloon was advanced for dilation. However, during the second inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.